Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fever and cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with imipenem injection (1 gram, once daily, route and duration not reported), vancomycin injection (1 gram, start dose, route not reported) and amikacin injection (100mg, once daily, route and duration not reported) for peritonitis. At the time of this report, the patient was not recovered from the event and the pd fluid remained cloudy. Action taken with pd therapy was not reported. It was reported the pd catheter was planned to be removed. No additional information is available.